Event description:
It was reported that on (B)(6) 2026, the patient underwent an open fracture surgery for trochanteric fracture of the proximal femur. The surgery was completed successfully without any surgical delay. Four months after the surgery, it was observed that the plate fixation had failed and the screws broke off below the screw heads. It is planned to remove the products and replace them with tfna.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.